Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced poor sleeve function. This poor sleeve function occurred 201 times. The following information was provided by the initial reporter: translated to english: "during the blood collection, after pulling out the tube, the sleeve did not recover/rebound, resulting in the patient's blood exposure." No exposure to health care provider reported.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2020-12-01. H6: investigation summary: bd received 3 samples and 1 photo from the customer for investigation. The photo was reviewed and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed since the sleeves had not recovered the cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA) 1800001. H3 other text : see h10

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced poor sleeve function. This poor sleeve function occurred 201 times. The following information was provided by the initial reporter: translated to english: "during the blood collection, after pulling out the tube, the sleeve did not recover/rebound, resulting in the patient's blood exposure." No exposure to health care provider reported.